Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips were not forming properly and the jaws seemed out of alignment. There was no consequence to the pt.